Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose was 455 mg/dl. Auto mode was active at the time of reported event. Customer also stated that the customer was in the swimming pool with the insulin pump and it had blank display as well as keypad was unresponsive. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not displayed on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Device was received with intermittent buttons response due to moisture damaged electronic assembly.